Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4),product type programmer, patient. Product ID: 3889-28, lot# v879144, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had been having a return of symptoms ¿on/off¿ for a while and increasing stimulation seemed to work. It was stated the patient tried to increase stimulation the night prior and saw the power on reset screen. The patient was unable to adjust stimulation. It was noted that it had been at least a week since the patient last checked the device using the programmer. It was noted the patient had not had any medical tests or procedures. They were not aware of being exposed to electromagnetic interference. The patient had to get up three times a night for the last four days. Additional information has been requested, a follow up report will be sent if additional information is received.